Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net the transmission revealed that the right ventricular lead exhibited multiple auto mode switch episodes. No intervention or additional information was reported.